Event description:
It was reported that a pt presented high lead impedance readings during a routine office visit. The physician programmed the pt's device off on that same day and has referred the pt for revision surgery. Good faith attempts to obtain add'l info from the pt's treating neurologist have been unsuccessful to date. The pt's programming history available in the in-house database was reviewed and found to be current for the first 6 months following implant. No device diagnostics were recorded. Revision surgery is likely to occur to address the high lead impedance readings.